Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter was returned for evaluation. No defected was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-41: dead battery. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for dead meter. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is reported not as a result of the actual blood glucose results. Prior medical attention is reported due to symptoms of altered level of consciousness. The product is stored correctly in the living room, but meter was out in the sun for a day. During the call, while troubleshooting by the customer, meter did not tun on. The test strip lot manufacturer's expiration date is 07/23/2020 and open vial date is (B)(6) 2019. The meter memory was not reviewed for previous test result history. (Dead meter)